Manufacturer narrative:
(B)(4) - aortic valve sutures tethered mitral valve leaflets. The reported event cannot be confirmed with the available information. However, it appears that this event was due to technical related factors during avr. There has been no allegation of a device malfunction. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this aortic valve was implanted then explanted due to a newly severe mitral regurgitation. Intraoperatively, the native leaflets were removed and the subject device was implanted. The ascending aorta was closed using a bovine pericardial patch. The cross-clamp was removed, spontaneous rhythm was recovered, and patient was weaned off from cpb. Tee demonstrated new severe mitral regurgitation with restriction of the anterior leaflet. Cross-clamp was reapplied and the heart rearrested. Valve was inspected and the anterior leaflet of the mitral valve was noted to be tethered by the aortic valve stitches. The subject device was removed and the aortic root was enlarged in the area of the noncoronary sinus extending onto the anterior leaflet of the mitral valve to augment antiriot leaflet size using a dacron patch. Another edwards valve was inserted in a similar fashion as before but a few millimeters above the annulus on the dacron patch. Anterior leaflet no longer appeared tethered. At this point, the aortic cross-clamp was noted to have partially transected the distal aorta and there was significant bleeding from the aortic cannulation site. The ascending aorta was replaced under deep hypothermic circulatory arrest. Then the cross-clamp was removed with recovery of spontaneous rhythm. Patient was weaned off from cpb. Mitral regurgitation remained mild to moderate. Hemostasis was achieved. The heart was severely edematous and the patient was taken to the ICU with open chest. Patient was later discharged on pod #20.